Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was readmitted for gastrointestinal (gi) bleeding. The pt was scoped twice. The arteriovenous malformation (avm's), which were not actively bleeding were cauterized, the pump speed was decreased, and aspirin was discontinued. The pt was discharged to a rehab facility. The pt's international normalized ratio (inr) and hemoglobin will continue to be monitored.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.